Event description:
Additional information was received that this lead was later explanted electively due to an upgraded system. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) underwent a revision procedure due to loss of capture. The physician stated that the patient had large veins and he was not surprised that the lead would move a bit. The lv lead was successfully repositioned and good thresholds measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned, with dried body fluid throughout the lead lumen. The lead was found to be electrically continuous. Testing could not confirm observations that would cause lead dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.